Event description:
Consumer alleges leaning against the heating pad while being used and received burns on the back of her neck and shoulder. There was not a report of property damage with this incident.

Manufacturer narrative:
Consumer admits to leaning/laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction.

Manufacturer narrative:
Consumer admits to leaning/laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. Heating pad is bunched/crushed which shows abuse of the product and a violation of the instructions and warnings provided. This incident is the direct result of consumer misuse/abuse of the product.

Event description:
Consumer alleges leaning against the heating pad while being used and received burns on the back of her neck and shoulder. There was not a report of property damage with this incident.